Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose reading was 313 mg/dl. The customer reported a crack near the reservoir window. Based on troubleshoot, the pump will be replaced. The insulin pump will be returned for analysis.